Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter break occurred. The target lesion was located in the internal carotid artery. An angiojet solent omni catheter was used in a thrombectomy procedure. During insertion through the non-bsc introducer sheath, it was noted that the catheter broke and was leaking during aspiration. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by MFR.: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The device showed a stretching located 61.5cm to 64cm from the tip and fractured shaft located 68cm and 73.5cm from the tip and located 12.5cm from the tip. Functional testing was completed per device preparation. The pump was inserted into the ultra drive unit console. The pump and device primed, and the device was run for a period of 90 seconds in the thrombectomy mode. The devices pressure was within the normal range of 10.450 kpsi. There was a leak from the fractured area of the shaft. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that catheter break occurred. The target lesion was located in the internal carotid artery. An angiojet solent omni catheter was used in a thrombectomy procedure. During insertion through the non-bsc introducer sheath, it was noted that the catheter broke and was leaking during aspiration. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.